Event description:
It was reported that bld set 200mf 20dp 1spk had blood run through it. The following information was provided by the initial reporter: material #: 2426-0007; batch #: 20085891. It was reported that the tubing was backed up to the main IV and the nurse ran blood through the IV pump. Verbatim: this is the tubing that backed up to the main IV . Unable to sequester the tubing since it was discarded by the nurse . Per the night shift they were running the blood through the IV pump.

Manufacturer narrative:
H.6. Investigation: 2 pictures were returned by the customer. It was reported that the tubing was backed up to the main IV and the nurse ran blood through the IV pump. Through observation of the pictures, the complaint can be verified. A device history record review could not be performed on model 10010985 because a lot number was not provided by the customer. The root cause of this failure was not identified due to no product being returned. H3 other text : see h.10.

Event description:
It was reported that bld set 200mf 20dp 1spk had blood run through it. The following information was provided by the initial reporter: material #: 2426-0007 batch #: 20085891. It was reported that the tubing was backed up to the main IV and the nurse ran blood through the IV pump. Verbatim: this is the tubing that backed up to the main IV . Unable to sequester the tubing since it was discarded by the nurse . Per the night shift they were running the blood through the IV pump.

Manufacturer narrative:
The following fields were updated due to additional information: b.3. Date of event: (B)(6) 2020.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that bld set 200mf 20dp 1spk had blood run through it. The following information was provided by the initial reporter: material #: 2426-0007, batch #: 20085891. It was reported that the tubing was backed up to the main IV and the nurse ran blood through the IV pump. Verbatim: this is the tubing that backed up to the main IV . Unable to sequester the tubing since it was discarded by the nurse. Per the night shift they were running the blood through the IV pump.